Manufacturer narrative:
(B)(4). Cartridge, cartridge pan, drivers, one piece sled. The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received right side partially fired 3/4 and left side partially fired 1/2 consistent with an incomplete or interrupted cycle. In addition, the cartridge deck was found damaged where the firing stopped. Furthermore, the returned reload was disassembled to verify the condition of the internal components and the one piece sled and some drivers were found damaged and the cartridge pan was partially dislodged at left proximal end. The damaged found on the cartridge deck and one piece sled is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lap gastrectomy, the knife stopped on the way of the 2nd stroke of the 2nd firing on the stomach. The cartridge was blue. The deployed staples were formed properly. The target tissue was regular. There was no unexpected resistance in closing. There was no unexpected noise. The device was not fired across an existing staple line or clip. Reinforcement material was not used. Another cartridge was loaded into the same device and completed the case. There were no adverse consequences to the patient.